Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height enhanced drawer 2.1 was frequently failing. The field service engineer (fse) initially found that no components had failed, but during diagnostic testing, the drawer began to fail. The station was powered off, the row board cable was reseated, and a damaged retractor band was replaced. Diagnostic testing was then performed to confirm proper operation, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.1 failed and required maintenance. Customer tried to reboot but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.